Event description:
Additional information received identified that patient underwent surgical intervention wherein one of the leads was explanted and replaced and the second lead was repositioned. Effective therapy was restored post operatively. It is unknown which lead was explanted and both will be reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-07081. It was reported that patient experienced pain on the right ribs. X-rays showed that the left lead appeared to migrate anteriorly. Surgical intervention may take place to address the issue. It is unknown which lead appeared to migrate anteriorly and both leads will be reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.